Manufacturer narrative:
This report is submitted on october 25, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, it was reported that the patient experienced meningitis. Additional information regarding patient, device details and recipient's medical history has been requested; however, has not been made available as of the date of this report.

Manufacturer narrative:
The previous or initial MDR submitted on (B)(6) 2018 was filed inadvertently. No meningitis or serious injury has occurred. This report is filed on november 07, 2018.